Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they received the replacement communicator. They were helped to connect and turn the therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's deep brain stimulation therapy was turned off, and the patient had lost their communicator, which is necessary to manage the therapy. The patient had undergone a magnetic resonance imaging (MRI) and a computed tomography scan. It was discovered during the MRI that the therapy had been off for four months, despite the patient regularly charging the implant, which was getting fully charged. The patient representative was unaware of how the therapy was turned off and had not needed to use the communicator previously. The representative confirmed that the therapy status was noticed to be off in the recharger application, but they were unable to turn it back on without the communicator.